Event description:
It was reported that during a farapulse pulmonary vein isolation procedure to treat atrial fibrillation, a versacross sheath was observed to have a broken flush port. The sheath was replaced with a similar device, and the procedure was completed. No patient complications were reported. The device was disposed and is not expected to return.